Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event of peritonitis. The cause of peritonitis was not reported. While the patient was still hospitalized the patient experienced the onset of pancreatitis. The patient was not retrained on proper technique of performing peritoneal dialysis. Forty six days after admission to the hospital, the patient was discharged to go home. The patient recovered from the event of peritonitis and pancreatitis. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number gd893453 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).